Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx preconnect tenacio 18cm ps iz is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis experienced a choking incident while taking a pill, which led to coughing and subsequent herniation of the reservoir into the scrotum. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated into the scrotum. Prior to the migration, the component was located in the space of retzius. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp experienced a choking incident while taking a pill, which led to coughing and subsequent herniation of the reservoir into the scrotum. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated into the scrotum. Prior to the migration, the component was located in the space of retzius. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx preconnect tenacio 18cm ps iz is (B)(4).there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is known risks associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.